Event description:
As stated by the customer (B)(6) 2012: the two carers were transferring patient using sara nova stanraid when client was being raised the hoist suddenly lowered dropping the client back down to chair. The client suffered no injuries. The hoist is now broke.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo med (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints to this product are to be handled by arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.